Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing redness and tenderness at her ipg site. The patient received multiple rounds of antibiotics but medication was unable to provide resolution. As a result, the patient underwent surgical intervention. During the procedure, the doctor explanted the ipg. The doctor also washed the patient's pocket site, minimized the pocket size (as a precaution), and removed some tissue that was above the ipg location. The ipg was sent to pathology and results came back negative for bacteria. The patient will be implanted with a replacement device once her issue has resolved.

Event description:
Follow-up revealed the patient had been experiencing redness at the ipg site since implant. It was also reported the patient had been treated with antibiotics for a month. The patient will be referred to an infectious disease doctor for further wound treatment.

Event description:
Follow-up revealed the patient's issue has resolved.